Event description:
An incident where many issues occurred between access alarms and multiple scale alarms resulting in a system failure during treatement/run, with a 'general system failure' machine error code. Patient's blood was returned manually with no blood loss.